Event description:
I was implanted with essure and have had nothing but problems since. I have puked for years they thought it was my gallbladder but it wasn't. After having it removed the puking still continues. I have horrible periods since being implanted and the only thing the dr suggested was getting an ablation done. I have had horrible pain in my stomach my sides and my groin to the point that I have had to leave work and/or not go in. I had horrible migraines to the point that they did I spinal tap to check for meningitis. But nope don't have that either. All my problems started when I was implanted with this device. I want it out of me, so I can return to a normal life. I'm not sure the dates on all the dr appointments. FDA safety report ID# (B)(4).